Event description:
It was reported that they stated that their arctic sun device would not fill . It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking . Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line. As per sample evaluation results on 23nov2023, it was reported that the arctic sun device unit had to be primed to fill and mixing pump installed in decontamination to cool. The l-tube appeared distended/expanded and double l tube appeared distended/expanded. Ac cca card and power inlet module have degraded due to electrical overstress .

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause. Inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided the DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. Correction: d. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that their arctic sun device would not fill . It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking . Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line. As per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device unit had to be primed to fill and mixing pump installed in decontamination to cool. The l-tube appeared distended/expanded and double l tube appeared distended/expanded. Ac cca card and power inlet module have degraded due to electrical overstress .

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.